Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 260 units of insulin, and the insulin gauge displayed a fill estimate of 0 unit; however, the customer withdrew over 100 units of insulin from the cartridge. There was no impact to the customer's blood glucose level. Review of the pump data logs confirmed the reported event. Reportedly, the customer continued using the pump for insulin therapy.